Event description:
On (B)(4) 2012, the patient contacted animas stating that for two weeks, the up arrow keypad button was unresponsive. The pump was reportedly not exposed to moisture and the reporter denied damage to the keypad. The patient reportedly wore the pump in a leather case and in a "body-suit" when exercising. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded normally without delay. The keypad cover was removed for investigation and revealed no contamination or corrosion and no defects of the button contacts. The pump was opened and revealed no defect of the keypad flex or keypad connector. Investigation was unable to duplicate or confirm the complaint.